Event description:
Additional information received indicated the unknown sling was not an ams sling.

Manufacturer narrative:
The device was not manufactured by american medical systems (ams) and therefore not a reportable event.

Event description:
It was reported the patient had an unknown sling implanted in (B)(6) 2014. The sling was explanted in (B)(6) 2014 due to infection. No further patient complications were reported in relation to this event.